Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that when she woke up, she noticed that the pump was not attached to her and when she went back to the bed she found that her infusion set's tubing broke in half at the middle of the tubing. This issue occurred while the patient was sleeping. Further, the site location was her stomach and the pump was located next to her. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 210 mg/dl. No further information available.

Event description:
On 23-jul-2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 set) showed that the tubing had damages (it was completely cut). Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that when she woke up, she noticed that the pump was not attached to her and when she went back to the bed she found that her infusion set's tubing broke in half at the middle of the tubing. This issue occurred while the patient was sleeping. Further, the site location was her stomach and the pump was located next to her. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 210 mg/dl. No further information available.